Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the shaft of the adapter tool was cracked. There was no patient involvement.